Event description:
It was reported the pt is experiencing discomfort at her scs ipg pocket site due to the size of her scs ipg. An scs ipg replacement is to be scheduled. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.